Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Other device listed in this report: cat # unk, lot # unk, description: poly liner 28mm.

Event description:
Reported by the surgeon that a trident acetabular cup required revision for loosening and osteolysis. Previous surgery was 5 years ago at (B)(6) hospital. Trident psl shell and poly liner removed with difficulty and replaced with global shell.